Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 18gx1.25in straight bc blood leaks out of control plug it was reported by customer that the cathena blood control not working. Allowing for blood return upon placing IV catheter. Verbatim: cathena blood control not working. Allowing for blood return upon placing IV catheter. Bd rep response on 04-apr-2025 for (B)(4): 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Xxx 2. In (B)(4), it is mentioned as sample will be sent by company rep. Kindly confirm and provide the address for us to share the shipping label. Xxx. Customer response on 07-apr-2025. For (B)(4): 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Bd rep response on 11-apr-2025 we actually do not have samples of the affected product to send back at this time.

Manufacturer narrative:
No samples or photos were returned for investigation. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue.